Event description:
During a code multifunction patches in place for defibrillation. Following approx 10 defibs, spark was noted. Patches were replaced, & after 10 more defibs another spark was noted. Pt was small in stature & CPR was being performed over the patch.